Manufacturer narrative:
Lot information provided.

Manufacturer narrative:
As reported, the body of 5f tempo angiographic catheters was peeling off, appearing as though it was decomposing. It was further reported that additional devices from the same lots and skus exhibited similar peeling, with approximately nineteen devices affected. It was confirmed that the remaining devices were sterile and exhibited the same failure. Devices are stored in the warehouse along with other medical devices. Ozone is not used to disinfect, and it is not used in any areas such as procedure or storage rooms. The cath tempo 4f str 65cm 5sh device was received as one sterile unit inside its original sealed pouch and placed within a plastic bag and unpacked for evaluation. During visual inspection, the strain relief was observed to be partially pulverized and severely cracked, with portions remaining adhered to the catheter, and yellowish discoloration was noted on the catheter hub; no other anomalies were detected. Following visual inspection, a microscopic examination was performed on the strain relief and catheter hub areas to further evaluate the condition of the strain relief and assess the observed discoloration. Under microscopic review, the strain relief was confirmed to be partially pulverized and severely cracked, and comparison of the returned device to a laboratory sample diagnostic catheter confirmed that the yellowish discoloration was unique to the hub of the returned unit; no additional anomalies were detected. During the product evaluation of the reported complaint, the unit was confirmed to exhibit degradation characteristics in the strain relief, and based on these findings, the complaint was escalated for further investigation. The reported ¿catheter (body/shaft) ¿ degradation¿ and ¿strain relief ¿ degradation¿ was observed during the product evaluation. Based on the available information, the specific cause of the degradation could not be determined. Potential contributing factors include storage or handling conditions within the reporting facility or factors associated with the manufacturing process of the unit. Users are trained to inspect products for signs of damage prior to and during use, and any product showing damage is not to be used. The product labeling includes information for safety intended to make users aware of such risks. According to the instructions for use (IFU), ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Do not expose to organic solvents.¿ while this guidance mitigates risks associated with storage and handling, it does not eliminate the potential for degradation. Because a potential link to the manufacturing process could not be excluded, an investigation has been initiated to further evaluate potential contributing factors and implement further actions as appropriate. No additional actions will be taken at this time.

Event description:
As reported, the body of a 5f tempo angiographic catheters was peeling off, appearing as though it was decomposing. There was no reported patient injury. It was further reported that additional devices from the same lots and skus exhibited similar peeling, with approximately nineteen devices affected. It was confirmed that the remaining devices were sterile and exhibited the same failure. Devices are stored in the warehouse along with other medical devices. Ozone is not used to disinfect, and it is not used in any areas such as procedure or storage rooms. Four images were provided, showing blue flakes on a blood-soaked surgical towel, cracks on the catheter body and strain relief, and yellowish discoloration to the hub. The devices will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.